Event description:
It was reported by service report that the side rail could not remain latched due to a broken weld and sharp edges were accessible. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.